Manufacturer narrative:
The customer reported that this bedside monitor (bsm) seems to have an intermittent atrial flutter that they can't get rid of. The customer has tried changing the cables with well-known good ones and leads; however, the issue remained. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this bedside monitor (bsm) seems to have an intermittent atrial flutter that they can't get rid of. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this bedside monitor (bsm) seems to have an intermittent atrial flutter that they can't get rid of. The customer has tried changing the cables with well-known good ones and leads; however, the issue remained. There was no patient injury reported. Investigation summary: the returned device was evaluated and the complaint issue could not be confirmed. A root cause for the reported issue could not be determined. Additional information: b4 date of this report d9 is this device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow up, what type? H4 device manufacture date h11 additional manufacturer narrative.

Event description:
The customer reported that this bedside monitor (bsm) seems to have an intermittent atrial flutter that they can't get rid of. There was no patient injury reported.